Event description:
Customer reported that the insulin pump returned a button error alarm the night before the call. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 220 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.